Manufacturer narrative:
The hill-rom technician found the air supply power cord had been pinched in the side rail, when it was lowered, and needed to be replaced. Per the hill-rom compella bariatric bed system user manual: warning¿before you plug the power cords in, make sure they are not damaged (cuts, exposed wires, worn insulation, etc.). If either power cord is damaged, do not use the bed. Contact your facility-authorized maintenance person or hill-rom technical support. Warning¿incorrect use or handling of the power cords may cause damage to the power cords. If damage has occurred to either power cord or any of its components, immediately remove the bed from service, and contact your facility-authorized maintenance person or hill-rom technical support. The technician replaced the air supply power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the power cord for the air supply unit sparked and a flame could be seen. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).